Event description:
This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had pain, swelling and her knee was aspirated. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (never had reaction in the past). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl016a, expiry date: unknown) into the right knee for osteoarthritis knee. On an unknown date in (B)(6) 2017, the patient had pain and swelling due to which the patient came back on (B)(6) 2017. The same day, the patient's knee was aspirated and was given steroid. Corrective treatment: steroid for all the events. Outcome: recovered for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50922 the production and quality control documentation for lot # 7rsl016a expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl016a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Additional information was received on 12-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on 22-jan-2018 from physician, the case was medically confirmed this unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and after 1 day had synovitic reaction. No medical history or concurrent condition was provided. The patient had past treatment with synvisc one (never had reaction in the past). Concomitant medication included ibuprofen (motrin) for pain and swelling. On (B)(6) 2017, at 08:45, the patient received treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl016a, expiry date: 01-may-2020) into the right knee for right knee degenerative joint disease. On (B)(6) 2017, 1 day after the injection, the patient had synovitic reaction, pain, swelling and right knee effusion. Patient was seen on (B)(6) 2017 due to pain and swelling and right knee was aspirated. On the same day, patient was recovered. Corrective treatment: steroid. Outcome: recovered. Reporter's causality: yes. Seriousness criteria: required intervention. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # 7rsl016a expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl016a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Additional information was received on 12-jan-2018. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 22-jan-2018 from physician. The case was medically confirmed. Medical history and concomitant medication was added. Additional event of synovitis was added along with details. The events knee was aspirated/right knee effusion, swelling and pain were updated as symptom of synovitic reaction. The symptom term knee was aspirated was updated to knee was aspirated/right knee effusion. Indication of synvisc one was updated to right knee degenerative joint disease. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had pain, swelling and her knee was aspirated. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (never had reaction in the past). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl016a, expiry date: unknown) into the right knee for osteoarthritis knee. On an unknown date in (B)(6) 2017, the patient had pain and swelling due to which the patient came back on (B)(6) 2017. The same day, the patient's knee was aspirated and was given steroid. Corrective treatment: steroid for all the events. Outcome: recovered for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.